Event description:
It was reported to philips that the system did not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. Customer reported that the system was not starting and stuck at system starting. Upon troubleshooting actions, the philips field service engineer (fse) identified that the system software was corrupted. To resolve the issue, the fse reinstalled the software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.